Event description:
Surgeon reported to (B)(6): "sudden increase of pain in the left knee joint after a fall event."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned cemented sleeve found absence of cement and with burnishing by the proximal end, which is indicative of loosening of the device in situ. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/16/2017. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02/28/2027. 5) IFU reference: 020900252 rev l. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/16/2017. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02/28/2027. 5) IFU reference: 020900252 rev l.